Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the channel was set to deliver normal saline at 100 l per hour. Instead, the normal saline free flowed instead of infusing at the set rate. The bag was almost completely empty shortly after it was hung by the nurse. The nurse placed the bag of normal saline into a different channel and it infused the bag of normal saline at the correct rate of 100 ml per hour. The patient was admitted with acute kidney failure. The infusion of the natural saline at such a high rate could have had a negative impact by causing the patient to experience fluid overload. What was the original intended procedure? Infusion of normal saline. Device usage problem: device malfunction - that is, the device did not do what it was suppose to do".

Manufacturer narrative:
(B)(4). The customer¿s report of free flow was not confirmed. Physical inspection of the device noted a loose/backed out pivot latch screw, and a crack was noted on the bezel lower left hinge shroud. Internal inspection of the device noted severe damage to the bezel assembly, specifically the bosses that support the mechanism assembly. Analysis of the pump module event and error logs did not contain any data for the date of the reported event. The event logs showed the last programmed infusion recorded at a rate of 100ml/hr on (B)(6) 2015 at 9:36am. The data set and pcu event logs were not provided for this investigation; therefore the type of medication could not be confirmed at the time the module was programmed for this rate. Functional testing on the device found it to be slightly out of specification at -9.2500%, indicating the device is underinfusing. A second rate accuracy test result was noted at -7.416%. Following standard calibration a third rate accuracy test found the device to be back in specification. Following the successful rate accuracy testing a timed rate accuracy test was performed at the reported and logged incident rate of 100ml/hr, for a one hour duration. The device was found to be well within specification for this test, and no instances of unregulated flow were observed. The proximate cause of the customer¿s report of unregulated flow is presumed to be the broken bezel assembly. The root cause of the damaged bosses on the bezel was not determined.

Manufacturer narrative:
(B)(4)